Event description:
It was reported that the helix was tested prior to lead insertion during implant. The helix could not be actuated properly. The lead was replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of helix anomaly was confirmed. Mechanical and visual analysis found that the helix could not be extended. Silicone, carbon and oxygen were found on the helix and the contamination observed was believed to be residues of silicon adhesives.